Manufacturer narrative:
H11: additional manufacturer narrative: device evaluation anticipated, but not yet begun. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from italy that a valve model 11500a19 implanted in aortic position was explanted from a 58-y-o patient after an implant duration of 3 years and 3 months due to mild calcification leading to severe stenosis with fibrotic leaflets (vmax 5m/s area 0.57 cm2 and mean and peak gradients 58 and 103mmhg respectively). As reported, there was a suspicion of pannus. The patient presented with nyha ii-iii dyspnea symptoms prior to the intervention. A 23mm bioprosthetic valve was implanted in replacement, after an annulus enlargement.

Manufacturer narrative:
Updated section h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors.

Event description:
Edwards received notification from italy that a valve model 11500a19 implanted in aortic position was explanted from a 58-y-o patient after an implant duration of 3 years and 3 months due to pannus overgrowth leading to severe stenosis with fibrotic leaflets (vmax 5m/s area 0.57 cm2 and mean and peak gradients 58 and 103mmhg respectively). As per medical records, there was mild calcification. The patient presented with nyha ii-iii dyspnea symptoms prior to the intervention. A 23mm bioprosthetic valve was implanted in replacement, after an annulus enlargement.

Manufacturer narrative:
Updated section b5 (describe event or problem) and h3 (device evaluated by manufacturer) corrected data in section h6 (device code): 4001 (patient device interaction problem) replaces 1077 (calcified). H3: device evaluation: the device was returned for evaluation. Customer report of calcification, fibrotic leaflets and pannus were confirmed. Customer report of stenosis was unable to be confirmed. The x-ray demonstrated the wireform and cocr band remained intact; the vfit cocr alloy band was not expanded; minimal calcification was observed on leaflets 2. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4 mm on leaflet 2 on the inflow aspect and 1 mm on leaflet 3 on the outflow aspect. Host tissue overgrowth on the stent circumference was minimal at both the inflow and outflow aspects. Sewing ring was cut off around the valve and exposed the metal band. H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.